Event description:
The customer reported the ventilator alarmed and shut down when ac power was disconnected. The customer reported the ventilator was in use on a patient and there was no patient harm. Review of the ventilator diagnostic log history noted that when the ventilator was powered on by the user it displayed a message 'backup battery not connected', indicating to the user that the backup battery in place for backup power had a low capacity for use. The manufacturers field service technician confirmed the reported problem. Upon evaluation, the service technician reported the device backup battery would not function. The service technician replaced the backup battery to address the reported problem. Final applicable testing was completed and tests passed to operating specifications. This is being reported as a user error. Proper care, maintenance and testing should be performed when using battery power sources.